Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing found shorts between the conductors. Destructive analysis on the distal region of the lead found abraded inner insulation. The cause of the reported event was due to the inner insulation abrasion.

Event description:
It was reported, that the right ventricular (rv) lead exhibited oversensing of noise, which resulted in pacing inhibition. The rv lead was eventually explanted and replaced, during a scheduled explant procedure. The patient was in stable condition post-procedure.